Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on further review of the returned sample the root cause remains undetermined.

Manufacturer narrative:
Upon receipt of the device and initial evaluation, the sample is noted to be in a contaminated stated. The ring is noted as partially detached from the mesh pocket. The ring is intact and fully encased in the mesh containment sleeve. The polypropylene sewing monofilament related to the unsecured section of the ring pocket is present on the device. At this time root cause has not been determined. If upon further evaluation root cause is determined a supplemental MDR will be submitted to document the findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while attempting to use a bard ventralex mesh the surgeon noted the "ring was defective." There was no injury to the patient. The sample was retained and is available for evaluation.